Manufacturer narrative:
D4: the part number / model number and lot number information for product was unfortunately unknown. The complainant only stated that wound duoderm gel was received. However, it is unclear what wound duoderm gel product was actually received. Therefore, the nearest model number has been captured as 187987. E1: patient city: (B)(6) patient state/province: (B)(6) patient postal code: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Event description:
It was reported by nurse that tube might not have been sealed. It was unknown whether the product was used on patient or not. No photo was available at this time.